Event description:
It was reported that during implant, the hcp accidentally punctured the catheter a third of the way down. No pt symptoms were reported. The catheter was repaired. No add'l problems occurred and the pt was doing well. The type of medication, concentration, and daily dose being administered via the pump were not reported; device registration system indicates lioresal.